Event description:
A customer reported that the pump battery was depleting too quickly, leading to unexpected shutdowns. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.